Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the pt heard a loud popping sound on (B)(6) 2012. Further checks of the device confirmed that it has failed. Additionally the pt has to undergo MRI due to serious health issues and the implant is to be removed.